Event description:
It was reported to philips that the battery pca for the unit was faulty. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the battery pca was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a faulty battery pca. There was no patient involvement.